Event description:
Healthcare professional reported a patient was injected with an unspecified juvederm under the eyes and nose. Two days later, patient reported a vascular occlusion in the nose. That day, patient was treated with vbeam® at the occlusion site. Bruising dissipated following the treatment. Over the next few days, an additional bruise formed and nose became red. Four days later, patient was treated with vbeam® early in the day. Later that day, patient was treated with 3ml vitrase®. Later that day, patient returned to the office where patient was treated with an additional 36ml vitrase® into the patient's nose. Events ongoing.

Manufacturer narrative:
Health effect - impact code: f23. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.